Event description:
An alarm 2 followed by alarm 26 was reported by the customer, indicating an occlusion event that led to a blood glucose reading of "high," exceeding 500 mg/dl. The customer addressed the high blood glucose with a correction bolus via the pump, and no assistance from a third party was required. It was noted that more than one previous occlusion event occurred, and the customer consistently resolved them by clearing the occlusion alarm and performing a fill cannula operation to monitor for drops before resuming insulin. It was determined that additional assistance was unnecessary, and the case was closed by technical support.